Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." Evaluation of the returned component found evidence of scratching and surface damage consistent with wear caused by third body debris. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2011-00957 / 00959).

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience discomfort and a revision procedure was performed on (B)(6) 2011. The surgeon noted scratching on the femoral and tibia components as well as pitting on the polyethylene bearing. The femoral component, tibial tray and polyethylene bearing were removed and replaced with total knee components.